Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patienton (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.